Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the lead was returned without a reported event. As received, a partial lead was returned in two portions for analysis. Visual examination found an external insulation abrasion breaching the optim sheath only with intact silicone insulation beneath consistent with friction to the device can located proximal to the suture sleeve tie impressions on the connector portion. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts.